Event description:
It was reported that during an endoscopic balloon dilatation (ebd) procedure, a catheter detachment occurred. The lesion was located in an unspecified bile duct. The 7 x 5cm rx stent delivery system (sds) was advanced to the lesion, however, upon attempting to deploy the stent the inner catheter detached and remained inside the stent. The detached portion of the catheter was removed utilizing a forceps and the stent was able to be deployed. No further intervention was performed. The patient's status is reported as "good".